Event description:
On (B)(6) 2012, the patient contacted animas and stated 10 days ago, the keypad buttons were slow to respond and the keypad was peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reportedly wore the pump in a case and did not clean the pump. There was no reported adverse event associated with this complaint. It is unknown if the reported tactile issue with the keypad buttons occurred prior to the reported damaged keypad issue. Therefore, this complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad is torn and lifting from the bottom of the down arrow keypad button to the top of the up arrow keypad button, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.